Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign matter clogging in the air supply nozzle could not be identified and the root cause could not be determined. The event may be prevented by following the instructions for use below: ¿chapter 5 safety of cleaning, disinfection, and sterilization. Chapter 6 application and conditions of cleaning, disinfection, and sterilization. Chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 use of endoscopic cleaning and disinfection devices.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle. The customer's originally reported issue of air supply nozzle clogging was therefore confirmed. The following additional findings were also noted: air leakage from bending section cover adhesive, lack of adhesion in the bending sections cover, various scratches, physical damage, cracks, peeling, and a failure of switch 3. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the air supply nozzle of their evis lucera ultrasound gastrovideoscope device was clogging. The customer later confirmed that that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, the customer was not sure if there was a delay in the start of pre-cleaning, or whether the nozzle was flushed with water and air. They did wipe the nozzle with clean lint-free cloths, and there were no abnormalities reported in the accessories used for reprocessing the device. Upon inspection and testing of the returned unit, it was discovered that foreign material came out of the air/water nozzle. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.